Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens became stuck in the injector. There was no patient contact or injury. The reporter stated the wrong injection system was used for this model lens and was due to user error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.(B)(4): evaluation:results - visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. (B)(4)